Manufacturer narrative:
The device was serviced by a field service engineer. Upon inspection, the loose connector was confirmed. The connector was tightened and refitted. The device subsequently passed all applicable testing.

Event description:
It was reported that the metra device exhibited a loose gas inlet connector. The connector was still operating properly but was slightly loose.